Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and with the procedural sheath pulled back against the shuttle. Sealant was not returned with the device. The advancer tube was found inside the shuttle cartridge and no resistance was felt. The introducer sheath and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. A kink was observed on the shuttle cartridge near the end of the side slit. The presence of king in the shuttle cartridge was a probable contributing factor to the resistance that was experienced during deployment. However, it is unknown whether the kink on the shuttle occurred during the procedure or during subsequent handling. The review of the lhr (lot f1317102) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the reported shuttle advancement issue could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional cerebral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that he when "the shuttle was moved to deploy the sealant, the body (shaft) of the shuttle was unable to advance through the sheath. It seemed as if the device was too big for the 5f sheath". The technician removed the device and converted the patient to 20 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for unrelated reasons to the mynx device/mynx procedure.